Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was tested and the customer complaint was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during an unspecified procedure, there was no air insufflation using the high flow insufflation unit. The user completed the procedure using another device. There were no reports of patient harm.